Event description:
A report was received that the patient was unable to link the charging puck to the ipg. X-rays were taken and showed that the ipg was right side up but was at an angle and was possibly too deep for charging. The patient underwent a revision procedure wherein the ipg pocket was adjusted.